Event description:
Report received of an overdelivery due to operator error in programming. The pump was programmed with an incorrect drug concentration. The pump settings and the medication infusing could not be recalled. The doctor was notified. Reportedly, the patient did not experience any adverse effects. Though multiple attempts were made to obtain additional information from the customer, no further information was provided.